Event description:
It was reported that the nozzle of the ventilator was defective. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the nozzle of the ventilator was defective. The only information received regarding this complaint is the reported event. No information if the mentioned nozzle was replaced has been received and no logs have been received. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufactures ref: (B)(4).